Manufacturer narrative:
The hcg + b reagent lot number was 73224001 with an expiration date of 31-oct-2024. The troponin t reagent lot number was 770536 with an expiration date of 31-aug-2025. The probnp ii reagent lot number was 783437 with an expiration date of 31-aug-2025.

Event description:
The initial reporter complained of data flags on "a few" assays run on a cobas e 801 analytical unit. The customer repeated patient samples and discrepant low results were identified for 3 patients tested for either elecsys hcg+b (hcg + b), elecsys troponin t gen 5 (troponin t), or elecsys probnp ii (probnp ii). Patient 1 initial hcg + b result was 140 miu/ml. This result did not match the patient¿s history and the sample was repeated. The repeat result from a different e801 analyzer was 28834 miu/ml or 28634 miu/ml. Clarification on which result is correct has been requested but not provided. Patient 2 initial troponin t result was 38.1 pg/ml. This sample was also tested for ckmb which only showed a data flag with no numeric result prompting repeat testing. The repeat result from a different e801 analyzer was 88.3pg/ml. Patient 3 initial probnp ii result was 71.6 pg/ml with a data flag. The repeat result was 3023 pg/ml. The repeat results were believed to be correct.

Manufacturer narrative:
It was clarified that for patient 1, the repeat hcg + b result from the different e801 analyzer was 28634 miu/ml. Hcg + b calibration was last performed on (B)(6) 2024; signal 2 calibration signals were slightly lower than expected. Troponin t calibration was last performed (B)(6) 2024 with acceptable results. Qc was acceptable. There was no indication of a reagent performance issue. During a review of the alarm trace data, multiple abnormal aspiration and sample clot detection alarms were noted on the date of the event near the time the samples were run. These are indicators of possible poor sample quality. The field service engineer (fse) found an issue with the prewash system. The fse replaced the prewash valve assembly, aspiration and dispense nozzles and a tube for the prewash system. A successful instrument check was performed. The service actions resolved the issue.